Event description:
This case was reported by a lawyer via a legal claim and described the occurrence of myasthenia gravis in a male pt who used super poligrip as a denture adhesive. A physician or other health care professional has not verified this report. Co-suspect product included fixodent. On (B)(6) 2000, the pt began using fixodent. On an unk date in (B)(6) 2000, the pt began using super polident. An unk time later, the patient experienced "zinc toxicity and extensive nerve damage that resulted in symptoms to include peripheral neuropathy, numbness and severe cramping in upper and lower extremities, shortness of breath, difficulty swallowing and myasthenia gravis." This case was considered medically serious by gsk. Super poligrip was discontinued in (B)(6) 2005, and fixodent was discontinued on (B)(6) 2000. At the time of reporting, the outcome of the events was unk. Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).